Manufacturer narrative:
Failure analysis confirmed the motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The insulin pump was returned for analysis.